Event description:
During a remote follow-up, far field p -wave oversensing was noted on the right ventricular (rv) lead. Subsequently, the patient experienced inappropriate anti-tachycardia pacing (atp). Fluoroscopy imaging was performed and the rv lead was found to be dislodged. The rv lead was explanted and replaced to resolve this event. The patient was stable.